Manufacturer narrative:
On february 12, 2026, the mentor failure analysis lab received both devices for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per devices received, following fields have been updated on this form: - field d1 for brand name has been updated to "mentor memorygel breast implant" - side each lot belongs to was not indicated. Hence, both lot numbers (7003841 / 7683718) have been added under field d4 until further information/clarification) is received. - field d4 for unique identifier( UDI) has been updated to "(B)(4)" d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. - field g4 for PMA/ 510(k) has been updated to "p030053". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 7003841: manufacturing date: 05/dec/2015. Expiration date: 05/dec/2020. Lot 7683718:. Manufacturing date: 04/feb/2019. Expiration date: 31/jan/2024. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 9, 2026, device lot 7683718 evaluation was completed as follows: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 22, 2026, mentor became aware that the patient also experienced bilateral ptosis in addition to right side capsular contracture; baker grade iii, and underwent bilateral replacement surgery with serial numbers (B)(6) on the right side and with (B)(6) on the left side on (B)(6) 2026. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii, and ptosis. This supplemental medwatch report is for the patient¿s right-sided device. Left side ptosis is being reported separately. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent revision breast augmentation with 425cc unknown gel implants smooth and experienced capsular contracture; baker grade iii on her right side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2026.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D6b explantation date: (B)(6) 2026. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).